Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the first band could not be deployed, and the second band was twisted with the first band. The ligator was removed and all the bands were manually removed outside the patient. The ligator was replaced with a new one and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2 (age at time of event), block a4 (weight), and block b5 have been updated based on the additional information received on october 8, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the first band could not be deployed, and the second band was twisted with the first band. The ligator was removed and all the bands were manually removed outside the patient. The ligator was replaced with a new one and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 8, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached. The ligator housing teeth and suture hole were in good condition. The handle had marks indicating that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing had no bands attached. The ligator housing teeth and the suture hole were in good condition. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the first band could not be deployed, and the second band was twisted with the first band. The ligator was removed and all the bands were manually removed outside the patient. The ligator was replaced with a new one and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 8, 2024: it was noted that no difficulty was experienced upon setting up the device.